Event description:
I am a (B)(6) female ((B)(6)). I started on invisalign on (B)(6) 2015 tray 1 of 20. It took a while to get over the initial prickly feeling of the trays in my mouth (swollen, tender feeling in the mouth and tongue). Although that subsided after about 1 week, I did start to notice within a month or so joint pain in my elbows. (I have ra, but have been in remission for years, no pain, no swelling, no medicines for ra needed.) By (B)(6) (the date noted above), I was on trays 14 and 15, and I experienced severe joint pain and swelling, neck pain, and jaw pain. The pain in all of my joints in my hands, shoulders, knees, elbows, were excruciating. The stiffness was so bad that I couldn't move without effort; I couldn't bring my hands to my face. I removed tray 15. I made immediate appointments to see my pcp, rheumatologist, and dentist. The only medicine that relieved the pain and swelling was prednisone. I started treatment on prednisone (5 mg twice a day) on (B)(6) 2016, and will stay on treatment till (B)(6) 2016, when I see my doctors again. I don't think it was a coincidence that I started to experience extreme joint pain and swelling while using invisalign (although my dentist and doctors are loathe to concur), I. E., that I was having a severe reaction. I believe there is a connection. And I believe that it's reactive chemical toxicity ( to the invisalign plastic) that I experienced. I have since stopped treatment with invisalign. From the research I've done, I understand that the plastic in invisalign degases, but it takes time. And the 2 week interval between trays doesn't allow it to degas; hence my continuing reaction to the plastic. The joint pain and swelling has subsided somewhat, but not without the aid of prednisone. I hope in time the pain and swelling will heal on its own and I can go off the prednisone completely.